Event description:
It was reported that during npwt utilizing a pico pump the device stopped working. The batteries were exchanged, however the problem was not solved. There was no harm.

Manufacturer narrative:
Our investigation into this complaint is now complete. The returned pump was evaluated to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. The analysis undertaken confirmed the device had failed due to liquid entering and flooding the electronic components. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range. If you have any questions, or have any further information relating to this complaint, please contact us at (B)(6) quoting the reference number above. As a leading medical product manufacturer, it is our goal to provide safe, effective and reliable products to our customers. We thank you for your feedback and for bringing this matter to our attention.